Event description:
Facility has a reason to believe that the described equipment may have caused injury to the pt. Pt had several surgeries where this product was used. Facility has equipment sequestered, but can not validate if this particular product or one like this malfunctioned. There is a 'defect' in the shaft of the maryland dissector.